Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. The customer was instructed to reset the pump to resolve the issue.